Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of damage to the black connector threads of the mobile power unit (mpu) patient cable was confirmed. The mpu (serial number: (B)(6)) was returned for analysis and damage to the black connector threads of the mpu patient cable was found. Due to the damage on the black connector threads of the patient cable, the patient cable was replaced in order to complete testing. The mpu was functionally tested and passed all testing. Provided information stated the mpu would be returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 instructions for use (rev. C) states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) connectors were stripped. Upon inspection it was noted that the black connector was damaged. The patient stated they were not able to connect their system controller to mpu in the evening before bed and had been sleeping on battery power. A replacement was requested.